Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they had a single access issue. The patient's anatomy was very tortuous and calcified. It was difficult to pass the impella cp until bifurcation, and then insertion was possible. Additionally, the patient experienced bleeding which was stopped with compression. Later, the patient was successfully weaned from the pump and survived.